Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient had high blood glucose up to 29 mmol/l with vomiting related to bubbles in the cartridge. Customer support reviewed the cartridge filling technique with the reporter and found that the cartridge was being filled with refrigerated insulin. Customer support advised the reporter to change out the cartridge with room temperature insulin and monitor blood glucose levels closely. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect cartridge filling technique.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.